Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The stent was not fully covered as it supposed to be and will be explanted from patient today "as per cc form": a benign stenosis of the dhs should be treated with a fully covered stent (B)(4). Immediately after releasing the stent, the doctor asked whether it was really a fully covered stent. This was confirmed after examining the packaging again. When an addendum was made to the care documentation this morning, the picture popped up again. Guess: uncovered stent customer asks me using lot what kind of stent it is. Result: fully covered after reviewing the images, the decision is made to remove the stent and replace it with a fully covered one. Stent was changed successfully without any significant complications. For documentation, a sticker from the outer packaging is always used for the book and a sticker from the inner packaging for the implant ID card. The removed stent is returned; the packaging and placement system were disposed of after the initially successful implantation a section of the device did not remain inside the patient¿s body. The patient did require any additional procedures due to this occurrence. Stent replacement in a new examination according to the initial reporter, the patient did experience any adverse effects due to this occurrence. Stent replacement in a new examination.